Manufacturer narrative:
Case#: (B)(4): patient movement observed during the laser procedure is the likely cause of reported anterior tear. It is recommended that proper docking technique be reviewed with the user. No further clinical follow-up required.

Event description:
On 03/10/2025, doctor (B)(6)-c21u) reported to cas that they had an anterior tear during procedure ID#: (B)(4).